Event description:
It was reported that the patient went to hospital and was diagnosed with a skin infection identified as a cellulitis. The site was painful and irritated. For treatment, the site was cut open and drained. The patient was prescribed antibiotics and insulin. The pod was worn between 36 and 48 hours on the arm. The patient was still in the hospital. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.